Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was liver and kidney failures. The caller stated that the customer had kidney failure, liver failure, brain damage, and multiple fractures that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump before being in hospice as they were a very brittle diabetic and the pump was not working well for the customer. The customer was not using sensors. No further information was provided. The caller declined to return the insulin pump for analysis.